Event description:
Customer reported unexpected negative reactions on the echo. The sample resulted negative on the echo but visually appeared 1+ positive. The customer re-tested the sample on the echo and received a 3+ reaction. No transfusion reactions have been reported as a result of this negative reaction.

Manufacturer narrative:
Review of instrument images: (B)(6) 2009 echo: negative reaction with cell 1 (homozygous for c) the only c positive cell on the panel. Customer stated that this reaction appeared visually 1+ positive. The positive control well appears as expected. (B)(6) 2009 re-testing on the echo: negative reaction with cell 1 (homozygous for c) the only c positive cell on the panel. Customer stated that this reaction appeared visually 1+ positive. The positive control well appears as expected. (B)(6) 2009 re-testing on the echo: 3+ positive reaction with cell 1 (homozygous for c) the only c positive cell on the panel. Customer stated that this reaction appeared visually positive. The positive control well appears as expected. A service call was made. Found pbs crystals at probe tubing junction in rear. Tightened tubing for probe. Performed qc and testing for unexpected reactions. All tests were within acceptable limits without error.